Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Broken condition confirmed. Visual examination of the unit confirmed the luer lock had been broken off. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted which found no nonconformances.

Event description:
It was reported to baxter healthcare that the luer lock of one (1) ce intermate sv50 device had broken off before patient connection. According to the customer, the patient was about to connect to the device to receive 100ml of vfend (3mg/ml; diluent used 5% dextrose); however, observed the luer lock connection site had broke off of the device. The patient did not connect to the device; no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2 with the same reported problem from this facility.